Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse manager reported to fresenius customer service that an ultrafiltration (uf) issue occurred during the patient¿s hemodialysis (hd) treatment on the 2008t machine. The reported issue occurred while pediatric bloodlines were in use (brand unknown). It was reported that the issue was mitigated after the patient was transferred to a different machine. Additional information was requested however a response was not received. There was no reported serious injury or required medical intervention as a result of the reported issue. No samples were provided to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A nurse manager reported to fresenius customer service that an ultrafiltration (uf) issue occurred during the patient¿s hemodialysis (hd) treatment on the 2008t machine. The reported issue occurred while pediatric bloodlines were in use (brand unknown). It was reported that the issue was mitigated after the patient was transferred to a different machine. Additional information was requested however a response was not received. There was no reported serious injury or required medical intervention as a result of the reported issue. No samples were provided to the manufacturer for physical evaluation.